Manufacturer narrative:
(B)(4). The device was returned to baxter. The identified "system error 105" alarm was observed during evaluation. The motor screws were found to be severed which caused the system error 105. The motor assembly and screws were replaced.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a system error 105 alarm. There was no patient involvement.